Manufacturer narrative:
The device has not yet been received by this manufacturer for evaluation; consequently, a physical evaluation has not been performed and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The april 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that the physician was preparing a vaxcel implantable port of the therapeutic implant of the device in a male pt being treated for liver cancer. The doctor attempted to peel the sheath. The sheath peeled appropriately along the perforation for approx a third of the way down, but then the doctor found it difficult to continue peeling the sheath. The physician then obtained a surgical tool and successfully cut the sheath away from the device. The port was then implanted in the pt without further difficulty. There was no reported adverse effect on the pt as a result of this reported problem.